Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing- battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the battery compartment was cracked from the top to the cover. Unrelated to the original complaint, a crack was found in the base between the case seal and the keypad. Additionally, a crack in the cover was found between the corner of the lens and the case seal.